Manufacturer narrative:
Since the state of the device is unknown a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had not been receiving adequate stimulation. It was also stated that the patient has been having issues with her equilibrium, and fell and broke her hip in january. No further information could be collected.